Manufacturer narrative:
A user facility reported to data innovations that a test result comment was being filed incorrectly and requested assistance from the manufacturer. However, the user facility did not provide additional information regarding the comment, the test involved, how the comment was incorrectly filed, or how it should have been filed. Despite multiple attempts to obtain further details, data innovations has been unable to troubleshoot or assist in resolving the complaint. This report is being submitted because as the manufacturer, data innovations is unable to rule out malfunction or patient harm.

Event description:
A user facility reported to data innovations on 29 oct 2025 that a test result comment was filing incorrectly.

Manufacturer narrative:
Additional information: data innovations is providing an update to correct the previously entered product code. The originally submitted code, jqo, has been corrected to jqp. Information from original report: a user facility reported to data innovations that a test result comment was being filed incorrectly and requested assistance from the manufacturer. However, the user facility did not provide additional information regarding the comment, the test involved, how the comment was incorrectly filed, or how it should have been filed. Despite multiple attempts to obtain further details, data innovations has been unable to troubleshoot or assist in resolving the complaint. This report is being submitted because as the manufacturer, data innovations is unable to rule out malfunction or patient harm.